Event description:
New information received notes that the patient presented to the hospital after receiving 72 instances of inappropriate shock triggered by noise. The patient was admitted to the hospital and the right ventricular lead was explanted and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) due to rv lead noise or oversensing. The patient currently has an unrelated pericardial effusion that needs to be drained. The healthcare professional believes the abnormal pressure or squeezing on the heart could potentially have contributed to the oversensing. The noise could not be reproduced in clinic. The patient was stable and will continue to be monitored.